Event description:
While testing the cordless driver 2 handpiece it ran without user activation. There was no patient involvement and no adverse consequences associated with this event.

Event description:
While testing the cordless driver 2 handpiece it ran without user activation. There was no patient involvement and no adverse consequences associated with this event.

Manufacturer narrative:
Upon disassembly for visual inspection non-stryker components were found.

Manufacturer narrative:
Investigation is in progress. A follow-up report will be submitted once the quality investigation has been completed. Investigation is in progress. A follow-up report will be submitted once the quality investigation has been completed.